Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred and a failure of its internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The internal battery will be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that the internal battery was to be replaced per the repair evaluation. Further information provided by the service technician states the ventilator's power management board was also replaced to address the original complaint.